Event description:
The following was reported: "during the night, diaphanoscopy was performed in case of deterioration. Pneumothorax was ruled out. A light source from karl storz was used. After placing the flexible cable-connected light source on the premature infant's chest for several seconds, redness appeared, followed by partial blistering of 0 to 0.5 cm, consistent with a iia burn."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).